Event description:
It was reported that during an ankle fusion procedure with a d.o. Frame, the surgeon was tensioning the last wire, and the wire got caught in the tensioning hole. The surgeon cut the wire and completed the procedure. There were no fragments to retrieve.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the wire strongly bent and stuck in the tensioner. There are stress marks at the wire and at the thread of the tensioner. A part of a k-wire is blocked inside of the wire tensioner. Removing the wire out of the instrument was unsuccessful as the wire is wedged in the tensioner. The reported event is indicative of strong lateral forces and wide moves during usage. This would also explain the different stress marks and why the wire is bent. This complaint is considered indeterminate from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 06/26/2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation revealed though the complaint could be replicated during bench-top testing, it was only when the wire was tensioned beyond the red 130kg line, and when the two reaction forks completely disassembled from the tensioning assembly, and were reassembled with the wire in place. It is highly unlikely this course of events would occur in clinical practice, as once the part disassembled, it would probably be removed from the wire and reassembled. The complaint could only be replicated when the reaction forks were disengaged from the tensioning assembly, and when the tension was beyond the red 130kg line. It is unknown how the part was tensioned, if the reaction forks came loose, or how much tension was put on the wire, therefore this complaint is deemed indeterminate from a design perspective. This complaint is considered indeterminate